Manufacturer narrative:
The product related to this complaint is product code 43304, product description: 1.9fr argyle dual lumen PICC x10 and product lot number: unknown. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One photo and a video were provided by the customer for evaluation. A visual evaluation of the photo was showed a catheter inside a bag; in this photo a leak was observed on the tubing. According to photos taken from the video leaking is observed bellow the hub. One PICC catheter which came inside a generic plastic bag and it was received with two clearlink and two syringes attached in the catheter. The sample was received with signs of use. Under water testing was performed and a leak 1/2¿ below the butterfly could be identified in the catheter, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and cut below the butterfly was observed. Catheter/pigtail breaks or leaks at butterfly stabilizing wing junction during normal use as may be a potential failure. However, manufacturing performs a 100% leak test and qa in process inspection therefore a leakage or crack would be detected during these processes. Based on the sample provided, the catheter was broken in two sections possible causes for the condition are: machine malfunction, unintentional customer misuse, product inspection inadequacy or not performed, or a sharp object was used that came into contact with the catheter are all possibilities. Sharp objects should not be used with a catheter. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters] and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or m anipulation per se, that may lead to tubing tear. Moreover, the condition found in this sample caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information this potential cause could not be discarded. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/15/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the lumen dual PICC is leaking when placed in newborn. The leaking is observed just below the hub/butterfly where the catheter is joined.